Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since a screw was placed in another position than intended with the brainlab device involved, although: there is no indication of a systematic error or malfunction of the brainlab device corresponding measures to minimize this anticipated risk as low as reasonably practicable are already in place. According to the hospital, no adverse effects were noted due to this issue (despite there was an increased risk), the outcome of the (complete) surgery was successful as intended, and no (further) remedial actions are necessary, done or planned. According to the results of brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the screw not placed as intended is an unintentional movement of an adapter clamp mounted to an instrument (tap/awl) to be used for navigation, leading to a discrepancy between the virtual display of navigation and the actual patient anatomy. Apparently this movement was not detected during continuous accuracy verification to be performed by the user throughout the procedure. Further contributing factors: issues with adequate visibility of the infrared markers of the instrument adapter array during the procedure, leading to a deviation of displayed instrument position from its actual position a relative movement of the vertebra l4 in relation to the iliac crest that could not be compensated by the navigation system, since the reference array was not placed on the vertebra to be operated on. There is no indication of a systematic error or malfunction of the brainlab navigation device. Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to: inform this hospital about the investigation results. Corresponding to the root cause, brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
A minimally invasive spine surgery for fusion of l4 to l5 (due to low grade spondylolisthesis) was planned to be performed with the aid of the brainlab navigation system spine & trauma 3d 2.6. During the procedure the surgeon: attached the navigation reference array to the iliac crest, with the brainlab 2-pin bone fixator verified and accepted the automatic patient registration (matching of virtual display of preoperative image dataset and actual patient anatomy). Placed screws in l5 right with the aid of a navigated tap/awl and a navigated screwdriver, whereby deviations in displayed positioning information were realized and corrected for (especially by improving visibility of the infrared markers of the instrument adapter array) placed screws in l4 right with the aid of a navigated tap/awl and a navigated screwdriver, whereby a deviation (approx. 3mm) of the channel prepared by the tap/awl in l4 right was realized decided to abandon usage of the tap/awl instrument. Placed k-wires and cannulated screws in l5 left and l4 left with the aid of the navigated brainlab pedicle access needle and a navigated screwdriver. Obtained a post-operative image, which confirmed that the screw in l4 right is not placed as desired. Decided to reposition the screw in l4 right without aid of navigation (using a c-arm for verification). According to the hospital, despite there was an increased risk, no adverse effects were noted due to this issue (neither after initial positioning of the screws nor after repositioning of the screw in l4 right), the outcome of the (complete) surgery was successful as intended, and no (further) remedial actions are necessary, done or planned.